Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. There was a manipulation issue with the manipulator wire of the catheter. There was an issue with the catheter shaft. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting did not start on the centerline on the hub of the delivery catheter. The deflection wire of the delivery catheter was exposed from its lumen at 22 cm while spiral slitting. The deflection wire was exposed from its lumen along the medial portion of the shaft of the delivery catheter. The deflection wire detached from the deflection pull band within the shaft of the delivery catheter. The deflection pull band of the delivery catheter was damaged. The shaft of the delivery catheter was cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to insert the lead, when the physician was slitting the catheter, they mentioned that the slitter kept getting stuck on something metal in the sheath, near the distal end of the sheath and said it looked like a wire from inside the braiding of the sheath that looked metal. A scissors was used to cut the remaining sheath away from the lead. No patient complications have been reported as a result of this event.